Event description:
At 7:20 a.m. The patient was found dead and the novametrix monitor was "off". If it is not know if the power switch was turned off or if the line cord was plugged into an ac outlet. The device can operate on battery power. At 6:15 a.m. The patient was fine and the monitor was functioning. Prior to the incident there were frequent coincidence alarms with this monitor. Nurses responded to these alarms by turning the power switch off and on. There were several defective components in the monitor, but none of them were related to the incident. There was a blown fuse, a broken sheild wire on the ECG cable, incorrect calibration of the instrumentation amplifier gain, and a noisy potentiometer that produced random noise on the ECG.there are several design problems with the monitor which I believe contributed to the incident. The problem with coincidence alarms is inherent in the design. The qrs is not completely filtered out of respiration waveform. When tested, the monitor operated on battery power for over three (3) hours, which meets the manufacturer's specification. There is no audible low battery alarm. When the battery voltage drops to 10.4vdc the monitor turns off. Since there is no load on the battery its voltage rises above 10.7 vdc at which point the monitor turns back on. The monitor oscillates between "off" and "on", and it alarms. There is insufficient hysteresis designed into circuit.someone must have turned th epower off in response either to coincidence alarms or a low battery conditiondevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, design - inadequate, design - human factors, failure to follow instructions, modification of device, cable, component failure, potentiometer, other. Conclusion: device failure occurred but not related to event, device was out of spec but this does not relate to event, device evaluated and alleged failure could not be duplicated, user error caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.